Event description:
The customer reported that after a spinal procedure was performed, an eeg pad was described as being bubbled in appearance. When the pad was removed from the pt's ankle, the skin was removed along with the pad. An unk type of covidien return electrode had been placed on the pt thigh during the procedure. There was no injury at the site where the covidien return electrode was placed. The site has tested the incident generator and the unit tested satisfactorily.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the unit is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.